Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that when operating the stiff m26 spring arm, a break occurred at the support of the device pole. The nurse fell, and the console and connected ventilator fell on her. The connected patient did not suffer any health consequences. The nurse suffered bruising.

Manufacturer narrative:
The affected system was examined onsite by the dräger service and the m26 lift arm was made available for further investigation. The examination of the m26 lift arm confirmed a jammed bowden cable. As a result, it is not possible to adjust the height of the arm, as the bowden cable prevents the gas pressure spring from being released. Once the position of the lift arm has been set, it can no longer be changed. The broken device carrier adapter shows no signs of poor casting quality. The cause of the reported incident was identified as incorrect handling of the m26 lift arm, which led to overloading and breakage of the gt adapter. It is suspected that the operation of the lift arm was attempted with a significant amount of body weight due to the jammed bowden cable. Dräger recommends having the m26 lift arms with jammed brakes repaired. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that when operating the stiff m26 spring arm, a break occurred at the support of the device pole. The nurse fell, and the console and connected ventilator fell on her. The connected patient did not suffer any health consequences. The nurse suffered bruising.